Event description:
It was reported that during a routine device replacement procedure, the ventricular lead could not be disconnected from the pulse generator connector. The pulse generator was explanted and replaced. The patient was in good medical condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.